Manufacturer narrative:
UDI - unknown to the product code/lot number combination being unknown. The actual device was not returned to the manufacturer facility for evaluation. The actual device was not returned to the manufacturing facility. Therefore, the investigation is based on the user facility information and the device history records. Since the production lot number was not provided by the user facility, a meaningful review of production and complaint records was not possible. Without a returned sample no conclusion can be drawn as to the cause of the air leakage that the user experienced. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The same user facility reported a similar event for similar devices, see MDR 1118880-2017-00039 & 1118880-2017-00040. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility: the balloon deflated without using the syringe and the incident happened 2 other times; it was reported that the patient is in good condition. Additional information was received on (B)(6)2017. The balloon held air for less than 10 minutes. Additional information was received on (B)(6)2017. Blood loss was reported to be less 250cc.